Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and sensation of fast heart beats. The right ventricular (rv) lead exhibited "insulation issue". The lead remains in use. No further patient complications have been reported as a result of this event.